Event description:
The managing physician reported the patient was found dead in home. Per the reporter this happened during her sleep in the middle of the night with her nasal oxygen on top of her head. The patient was reported to have had a family dinner that night and in good spirits. The medical doctor was convinced that this was post anesthesia related and 100% convinced it was not pump or dosing related. The pump was used to deliver infumorph. No additional information was reported regarding event. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient had a history of multiple medical problems. She had a surgical procedure to install the pump for pain control on (B)(6) 2014. She was discharged home the day of the surgery and was discovered unresponsive the following day at her home. Postmortem examination revealed evidence of hyper tension, arteriosclerotic cardiovascular disease, centrilobular emphysema, pulmonary hypertension and an old myocardial infarct. The recently installed medication pump appeared properly placed. Analysis of the postmortem body fluids revealed multiple drugs. The drug levels appeared to be appropriate and not representative of drug intoxication. There were as no other significant findings. The patient¿s immediate cause of death was noted to be ¿hypertensive and arteriosclerotic cardiovascular disease¿. The patient¿s other significant conditions were noted to be obesity, centrilobular emphysema, pulmonary hypertension, smoothing, and old myocardial infarct. The patient¿s manner of death was noted to be ¿natural¿.